Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported patient has not used the scs system for years. Reportedly, the patient has lost weight and her ipg has become uncomfortable. The patient stated she would like the scs system removed..